Event description:
User called into emergency support program line to request and report issue during use with cs300 regarding leak in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h11. Corrected field: b5.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding leak in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.